Event description:
It was reported per the customer, "they were placed in surgery. They did not read properly, so they were replaced immediately. I didn't get any details on why they felt they were not reading properly. No pt harm."

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.